Event description:
The customer contacted beckman coulter, inc. (Bci) to report an erroneously high lithium result for a patient sample assayed with lithium reagent on an au2700 chemistry analyzer. The patient result was reported out of the laboratory. The result was questioned by the physician and the lithium assay was repeated for the patient sample. The customer reported there was no impact to patient management due to the erroneously high lithium result. The repeated lithium result was determined to be correct and was reported to the physician. The event occurred on (B)(6) 2011. The customer had not notified bci of the event until reporting a separate event on (B)(6) 2011. A definitive root cause has not been determined for this event.

Manufacturer narrative:
Erroneous result generated. A definitive root cause for the event has not been determined.